Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance, rising thresholds, low pacing and lead insulation problems. The lead remains in use. No patient complications have been reported as a result of this event.